Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units of insulin and received a fill estimate of "+60 units". The display amount was 105 units. Tandem technical support (cts) explained the static number display; however, the customer did not want to reload the cartridge nor load a new cartridge. The customer waited for the static number to move. Although cts attempted to follow up with the customer regarding the static number, no additional information was provided. The customer's blood glucose level was 190 mg/dl.